Event description:
It was reported that 98 days after implantation of a 3.0x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left circumflex artery (lcx). A pre-intervention stenosis percentage of 80% was reported. Percutaneous transluminal coronary angioplasty (ptca) was performed on the lcx and left anterior descending artery (lad) using a kissing balloon technique. A 3.0x20mm taxus stent was deployed in the lcx in the region of the lesion. It was not reported that the lesion was post-dilated. A post-intervention residual stenosis of 0% in the lcx was reported. The patient tolerated the procedure "well". The patient presented 98 days after the initial procedure with a 70% in-stent restenosis in the ostial. Lcx. Ptca was performed on the lcx and the lad using a kissing balloon technique. A 3.0x12mm taxus stent was deployed in the lcx in the region of the lesion. A post-intervention residual stenosis of 0% was reported. The patient reportedly tolerated the procedure "well".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch nuber for the stent involved in this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.